Manufacturer narrative:
(B)(4). Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0142961214001598. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that one patient underwent a revision due malposition.